Event description:
It was reported the device was explanted and replaced due to oversensing and a suspected loose connector. It was also reported that the pace/sense portion of the rv lead was capped and replaced due to oversensing and high impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; analysis noted grommet damage.